Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a - 8.0/2.0/080 (sphere/cylinder/axis) lens tore/broke during loading. On (B)(6) 2023, a replacement lens was implanted into the patient's right eye (od) and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim#: (B)(4).